Manufacturer narrative:
No report of patient involvement. Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected during pre-use checkout. There is no report of patient involvement.

Manufacturer narrative:
The investigation by ge healthcare has been completed. A ge healthcare service representative performed a checkout of the unit and was not able to confirm the reported complaint. The equipment passed all required tests per the manufacturer's specifications and was returned to service.